Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between november 30-december 3, 2024. H11: a device was received for evaluation. Visual inspection was performed on the sample and leakage was not easily identified by initial visual inspection of the returned sample. Functional leak testing of sample was performed and tear or cut defect at the lower front side of the eva lay-flat (film) was observed. The reported leak condition was verified. The cause of the tear/cut could not be determined; however, may be caused by variation in the manufacturing equipment causing a tear or cut defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.